Event description:
The customer reported that the patient was induced into sleep during application; however, despite observing the monitor for over 15 minutes, the readings remained unchanged at around 90¿85. After replacing the device, normal measurements were obtained. There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.